Event description:
On (B)(6) 2012, the patient claimed his blood glucose dropped to 30 mg/dl after he tested at 70 mg/dl and went for a drive. The patient reportedly suffered from low blood glucose unawareness. His car went through several feet of guardrail, hit a telephone pole, and a tree. He allegedly sustained spinal damage in the neck area and torn cervical ligaments. In addition, his carotid artery was slightly crushed. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time needed to be reset since the patient has been off of insulin pump therapy since the incident. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient allegedly had low blood glucose of 30 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.